Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. However, session records revealed possible output circuit damage. The device was explanted and returned for analysis. No further information is available at this time.

Manufacturer narrative:
Analysis found the device to have output stage damage. An arc mark was found on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductors and the ICD can.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.